Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer filled the cartridge with 300 units of insulin in the morning, the pump read that it was out of insulin in the evening. The customer's blood glucose (bg) level was 390 mg/dl and insulin injections were used to address the high bg level. Upon reloading the cartridge, the customer received a 50 unit minimum message. Tandem technical support reviewed the t:connect data and it was found that a cartridge 1 alarm had occurred.